Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) got locked up causing the mouse, keyboard, and touch screen to not work as intended. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: as the device was not returned for evaluation, root cause cannot be determined. No further issues relating to peripherals freezing were reported. The issue is most likely resolved. Problems or issues with peripheral devices may occur due to corruption of the peripheral's driver. A corrupted driver often occurs due to improper shutdown or disconnect of the peripheral device. Issues may also occur if the peripheral device is not installed correctly or if the peripheral device is not properly connected. Issues may also be experienced if the cables of the device are damaged or if the peripheral device itself has worn from normal use. The compatibility of the peripheral devices with the nk devices may also cause malfunction or issues with the use of the peripheral devices. Possible causes of the peripheral device malfunction are wear and tear, device compatibility and use error.

Event description:
The customer reported that the central nurse's station (cns) got locked up causing the mouse, keyboard, and touch screen to not work as intended. No patient harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) got locked up causing the mouse, keyboard, and touch screen to not work as intended. No harm, or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) got locked up causing the mouse, keyboard, and touch screen to not work as intended. No harm, or injury was reported.